Manufacturer narrative:
(B)(4). Information provided was the user intended to replace a broken closing assembly and therefore replaced the drive unit without turning off the rotaflow console. This is also called "hotplug" and describes the disconnection of the drive, while the console is still turned on. According to the IFU (instructions for use): " [...] Switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console (and / or drive) may be damaged. [...]" As confirmed in previous investigations the "hotplug" of a rotaflow drive unit can lead to a damage that causes the display of the "head error" error message which leads to a pump stop. Therefore, it can be concluded that the IFU was not followed correctly, which led to the damage on the device and the event experienced. Based on the available information provided to date, the reported damage was caused by a handling failure of the customer. The customer does not want to have the unit repaired. A supplemental medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
It was reported that the initial rotaflow was noted to have a broken cover assembly. The decision was made to change out the drive unit/cover assembly. The rpm's were powered down, but the unit itself was not turned off. The arm was switched, using new drive/cover assembly. The perfusionist attempted to increase rpm's, which went to 2000. Then screen read "error head". Rpm's turned off again then attempted to increase. Same error reading. Surgeon ordered hand cranking and dosed patient with bivalirudin to increase act. During this time, complete back up unit was brought in, already primed. Per surgeon, hand cranking continued until satisfactory act was reached. At this time, new rotaflow unit was put in place and functioned normally. No adverse effect on the patient was reported. Additional information received on 01/20/2016: it was confirmed that the console was never shut off. Rpm`s were just set to zero, while disconnecting the rfd to replace the rfd. (B)(4).